Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic inflammation endometrium') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), undifferentiated connective tissue disease ("autoimmune disorder type of disorder:undifferentiated connective tissue disease") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (novasure tubal ablation and laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the endometritis, menorrhagia, pelvic pain, fibromyalgia, undifferentiated connective tissue disease and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for endometritis and menorrhagia with essure. The reporter considered dysmenorrhoea, fibromyalgia, pelvic pain and undifferentiated connective tissue disease to be related to essure. The reporter commented: surgical pathology report: uterus, hysterectomy, cervix - nabothian cysts and chronic inflammation. Endometrium - fibrosis. Foci of residual endometrium with inactive appearance. Bilateral metallic contraceptive coils in place in cornual areas (no evidence of perforation). Myometrium - a few foci of mild perivascular chronic inflammation serosa - no pathologic diagnosis fallopian tube, right, resection - no pathologic diagnosis. Fallopian tube, left, resection - no pathologic diagnosis. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: endometritis and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic inflammation endometrium') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), undifferentiated connective tissue disease ("autoimmune disorder type of disorder:undifferentiated connective tissue disease") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (novasure tubal ablation and laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, menorrhagia, pelvic pain, fibromyalgia, undifferentiated connective tissue disease and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for endometritis and menorrhagia with essure. The reporter considered dysmenorrhoea, fibromyalgia, pelvic pain and undifferentiated connective tissue disease to be related to essure. The reporter commented: surgical pathology report: uterus, hysterectomy, cervix - nabothian cysts and chronic inflammation. Endometrium - fibrosis. Foci of residual endometrium with inactive appearance. Bilateral metallic contraceptive coils in place in cornual areas (no evidence of perforation). Myometrium - a few foci of mild perivascular chronic inflammation serosa - no pathologic diagnosis fallopian tube, right, resection - no pathologic diagnosis. Fallopian tube, left, resection - no pathologic diagnosis. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: endometritis and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: medical records received. Events " endometritis and menorrhagia" was added. The case was upgraded from non-serious to serious incident. Essure removal date was added. This case is medically confirmed. Patient information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.